Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that her implant is not working like it was at the at beginning, the patient stated she does not feel stimulation after she moves the antenna from implant. Additional information from the patient reported the first week worked great. The patient noted she left the doctor's office at 1.4 volts. The patient noted she only feels the impulses when she programs it. The patient noted she is leaking during the day and night. The patient increased the stimulation to 2.8 v on (B)(6). The patient stated they did not feel stimulation. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.